Event description:
It was reported that during a procedure to implant an artificial urinary sphincter (aus), the urethra was perforated. The procedure was cancelled, and it will be performed once the patient heals. There were no additional patient complications reported.

Manufacturer narrative:
D5: operator of device corrected. H6 evaluation conclusion codes has been updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a procedure to implant an artificial urinary sphincter (aus), the patient's urethra was perforated. The procedure was cancelled, and the procedure will be performed once the patient heals. There were no additional patient complications reported.